Event description:
A serious adverse event report was submitted by clinical researcher. Clinical researcher reported that on the (B)(6) 2010, the patient underwent a one stage revision knee replacement for instability and malalignment of their primary total knee replacement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5520-b-500 lot # sjast description: triathlon-prim tib baseplate. Cat # 5530-p-509 lot # lbc706 description: triathlon-cr tibial insert #5 - 9mm. Cat # 5551-l-350 lot # lax697 description: triathlon-asymmetric patella a35mm x 10mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's event.